Event description:
The user facility reported that during a patient procedure the touch screen to their hexavue custom room rack froze. The system was reset and the procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.